Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during a therapeutic placement of an ultraflex esophageal stent (patient age and gender unknown), the stent was approximately 70% deployed when the suture got stuck and could no longer release the stent completely. The stent system was removed from the patient, and the physician used another one to complete the procedure. The patient's condition was reported as "ok."